Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient is deceased. The family member further reported that they believe that the implantable cardioverter defibrillator (ICD) was implanted incorrectly, and the coroner¿s office told the family member that ¿there must have been some sort of device malfunction.¿ the family member believes the device contributed to the patient¿s death.